Event description:
It was reported that the patient ¿went in for surgery and it failed.¿ since surgery the patient could not talk. Twelve days later it was reported that there was a 50% or greater symptom reduction in the patient¿s tremor. It was unknown if the issue was device related. The patient had had multiple programming changes from 2008-2010. The patient¿s bilateral tremors were markedly improved. The patient¿s speech had been dysarthric since the reporter first met him in 2008. The patient had his implantable neurostimulators (ins) replaced in (B)(6) 2013. The patient had not been seen in clinic since that time. The reporter was unaware of the patient¿s current status or of any new issues about his speech.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4).